Event description:
A patient had 2 jp drains at the surgical site. One was removed without incident, while the second drain met resistance upon removal. After multiple removal attempts and manipulations, the tubing broke so that the end was not visible. A CT scan confirmed a retained piece and the patient was returned to the or for removal - no patient issues. The patient is discharged at this time.